Event description:
Heli-fx endoanchors and an endurant iis stent graft system were implanted during the treatment of a 84mm abdominal aortic aneurysm as part of the post market anchor study. The patient had a short neck length 6mm. It was reported approximately 3 years post the index procedure, follow up CT identified a type ib endoleak. Intervention was performed where an additional 2 endurant grafts were implanted and the endoleak was resolved. The site assessed the endoleak as possible related to the endograft. The sponsor assessed the endoleak as not device or procedure related.

Manufacturer narrative:
Continuation of d10:this is a system report. The section d information is for the primary device, which was in use with the following: endurant ii stent graft limb; s/n: unknown; use by date: unknown; upn # unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.